Manufacturer narrative:
Correction: - the brand name should have been protege ipg, 16-channel rechargeable rather than eon mini ipg, 16-channel rechargeable. Correction: - the model number, serial number, lot number and expiration date should have been model: 3789, serial:(B)(4), lot: 4732774 and expiration date aug 31, 2016 rather than model: 3788, serial: (B)(4), lot: 4265441 and expiration date sep 28, 2015. Correction: - the implant date should have been (B)(6) 2014. Correction: - the initial reporter should have been dr. (B)(6). Correction: - the device manufacturing date should have been 08/07/2014 rather than 09/26/2013.

Event description:
Related manufacturer reference number: 1627487-2019-06229. Related manufacturer reference number: 1627487-2019-06230. Related manufacturer reference number: 1627487-2019-06231. Related manufacturer reference number: 3006705815-2019-02296. This report was initially sent with the wrong device information. Corrected device information has already been reported on related manufacturer reference numbers listed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09748. It was reported the patient experienced ineffective stimulation. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced. Patient now has effective therapy.